Event description:
During servicing a philips bench technician reviewed the error logs and found self test errors 90008 and 90005 indicating damage to internal parts. There was no patient involvement.